Event description:
The patient reported difficulty charging their implant prior to a lead revision procedure. A boston scientific rep performed device evaluation. The problem was confirmed. Replacement surgery was recommended. During the revision surgery the patient reported uncomfortable stimulation. The decision was made to explant the system.

Manufacturer narrative:
The patient is reportedly doing well.